Event description:
During the procedure, the micrusphere 10 platinum microcoil ((B)(4)) stretched during positioning into the target aneurysm. The device was changed to another one to complete the procedure. During positioning, no additional manipulation or torque was applied while the coil was in the aneurysm, and during positioning, the coil was not left in the aneurysm, while the microcatheter was repositioned. A constant and dedicated heparinized saline source was utilized at all times through the microcatheter, and there was no resistance/friction noted between the coil system and microcatheter. After the event, the same microcatheter was used with the next device. The microcatheter was not re-shaped. Other that what was reported, no other damages were noticed on the device (kink, bend, crack, separated, fracture, etc), and the coil remained attached to the delivery system. There was no adverse event, and the device will be returned for analysis.

Manufacturer narrative:
A review of the manufacturing documentation ((B)(4)) associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The product will be returned for analysis, but it has not been received to date. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
During the procedure, the micrusphere 10 platinum microcoil (sph10020020/ (B)(4)) stretched during positioning into the target aneurysm. The device was changed to another one to complete the procedure. The device was changed to another one to complete the procedure. During positioning, no additional manipulation or torque was applied while the coil was in the aneurysm, and during positioning, the coil was not left in the aneurysm, while the microcatheter was repositioned. A constant and dedicated heparinized saline source was utilized at all times through the microcatheter, and there was no resistance/friction noted between the coil system and microcatheter. After the event, the same microcatheter was used with the next device. The microcatheter was not re-shaped. Other that what was reported, no other damages were noticed on the device (kink, bend, crack, separated, fracture, etc), and the coil remained attached to the delivery system. There was no adverse event, and the device will be returned for analysis. The 2.5 centimeter long coil was returned completely stretched at a length of 30.0 centimeters. The coil's socket ring has been partially pushed down inside the outer sheath. The most likely contributing factor to the coil stretching during repositioning may have been due to the coil becoming anchored on the coils already dwelling inside the aneurysm, on itself, the distal tip of the microcatheter, or from another form of unknown interference. The exact circumstances that produced the coil stretching cannot be determined. In addition, without the identification or the return of the unknown microcatheter used in the procedure, it cannot be determined if this component contributed to the complaint event. For optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, "caution: if repositioning of the microcoil is necessary, carefully observe the motion of the microcoil in respect to the dpu wire while retracting the microcoil under fluoroscopy. If the microcoil movement is not one-to-one with the dpu wire, or if repositioning is difficult, the microcoil may have become stretched and could possibly break. Gently remove and discard the microcoil system. Caution: if the microcoil is positioned at a relative sharp angle to the microcatheter, a microcoil may stretch or break as it is being withdrawn. By repositioning the distal tip of the catheter at or slightly inside the ostium of the aneurysm, the microcoil may be more easily funneled back into the microcatheter." A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Although a definitive conclusion cannot be made, the most likely root cause of coil stretching during repositioning is when the coil becomes anchored. This can occur if the coil becomes anchored on itself, coils already dwelling in the aneurysm (however, it was reported that this was the starting coil), interaction with the distal tip of the microcatheter, or due to detached or fixed interference from within the microcatheter. The exact cause of the stretching of the coil cannot be determined. The instructions for use cautions that if the microcoil is positioned at a relative sharp angle to the microcatheter it may stretch or break as it is being withdrawn. By repositioning the distal tip of the catheter at or slightly inside the ostium of the aneurysm, the microcoil may be more easily funneled back into the microcatheter. In addition, without the return of the microcatheter used in the procedure, it cannot be determined if this component contributed in any way to the event. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The reported stretched coil was confirmed; however, with review of the available information and the analysis of the returned device no root cause conclusion can be made. Based on the analysis and the device history record review there is no indication of any manufacturing issues related to the event. Therefore, no conclusion can be made at this time.